Manufacturer narrative:
A portion of the percutaneous lead (driveline) that was removed during the repair was returned to the manufacturer for evaluation. The approximately 12¿ of the external portion/distal end was returned. The outer silicone jacket, clear bionate, and braided shield were cut approximately 8¿ from the metal connector and the remaining 2¿ of wires were exposed. The outer silicone jacket had also been cut lengthwise along the driveline. Continuity testing found that all wires were electrically intact; however, a breach in the green wire insulation was identified in the area of the exposed wires, approximately 0.25¿ from where the bionate and shielding had been cut. The breach appeared to be the result of mechanical damage. Due to the proximity to the replacement site, it could not be conclusively determined when or how the damage occurred. If the breach in the green wire insulation was present while the pump was supporting the patient, the system had the potential to create an electrical short to ground if the exposed conductors contacted the braided shield while the patient was operating on the power module which would have caused the pump stoppages. Removal of the outer silicone jacket revealed some minor breakdown of the braided shield in the approximate location of the terminus of the bend relief. The clear bionate and braided shield layers were removed and the underlying wires were examined under a microscope; no additional areas of compromised wire insulation were identified. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no additional areas of compromised wire insulation were identified. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that motor stopped events were captured on the patient history screen. The patient reported that he attempted to disconnect and reconnect the driveline several times to address the alarm. A submitted log file was reviewed by the manufacturer¿s technical services and a pump stop was noted, followed by driveline disconnects that were likely associated with the patient¿s report of disconnecting the driveline in response to the pump stop. Approximately 30 minutes later, three additional motor stopped events occurred with two driveline disconnect events, likely due to the patient again attempting to correct the issue by disconnecting and reconnecting the driveline. The events occurred while the patient was connected to the power module. The patient switched to battery power after the second pump stop alarms occurred. There were no further unusual events recorded. The patient was admitted and was placed on an ungrounded patient cable while in the hospital. X-rays were unremarkable. The patient was asymptomatic. On (B)(6) 2015, a driveline evaluation was performed by technical services. The phase interrupt test did not find any open wires. An external percutaneous lead (driveline) repair was performed. The patient was then placed on a grounded power module patient cable and no further alarms were experienced after the repair, including during patient movement. No further events have been reported.

Manufacturer narrative:
Approximate age of device - 1 year and 9 months. The pump remains in place supporting the patient. The replaced portion of the driveline was returned for analysis. The evaluation is not complete. A supplemental report will be submitted when the driveline analysis is completed.